Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was during implant procedure, noise, failure to capture and failure to sense were observed on the left ventricular (lv) lead. The lead was not implanted and was replaced. The patient was stable.